Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they were experienced low blood glucose event. Blood glucose level was 61 mg/dl at the time of incident and customer was treated with food. Customers current blood glucose reading was 51 mg/dl. Customer delivered too much insulin which led to hypoglycemia. Customer had other symptoms related to the event. The insulin pump will not be returned for analysis.